Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical logs indicated the rhythms in the segemants may have been artefactual or physiological origin; however the signal is consistent with CPR. In order to ensure optimal results, it is recommended to keep the patient still and halt CPR once the analysis period has begun. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.